Event description:
The customer reported that the companion 2 driver exhibited "high internal temperature" alarms while supporting a patient. The customer also reported that the air filters were inspected and were essentially clean. The patient was switched to a backup driver without adverse impact. This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the companion 2 driver from performing its life-sustaining functions.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.